Event description:
My bipap is on the recall list. The s/n is registered. Someone registered the s/n for me. There are a few issues with that. First, when someone would call and they would not call me. Second, I would not receive all of the information. I called (B)(4) on (B)(6) 2021 asking if I would receive a replacement. She asked one question which was if the s/n is registered and I said yes. Instead of assisting me and she said someone would call to let me know if I need a repair or a replacement. She didn't lookup anything. She didn't ask for the s/n or anything but simply did not assist. The s/n is (B)(4). FDA safety report ID# (B)(4).